Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with battery cap damage due to stripped coin slot, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer was unable to open the battery cap. Customer stated they were unable to open the battery cap with a quarter or screw driver. The blood glucose reading was 164mg/dl. Nothing further reported.